Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine with concentration 8 mg/ml at a dose rate of 0.6 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that as per the patient, during his last refill, copious amounts of fluid had gathered in the pump pocket and was aspirated. It was further noted that as per the patient, his catheter was suspected to be leaking or disconnected. Surgery was performed to replace the catheter and it was discovered in surgery that there was a leak in the catheter at the pump site. The catheter was replaced along with the pump that was at elective replacement indicator (eri). The event occurred during normal use. The complete catheter was explanted and was planned to be returned to the manufacturer. There were no other symptoms reported. There was no known diagnostics other than discovery of issue during last pump refill. There are no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event were unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but were not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated in regard to when the patient first started experiencing the copious amounts of fluid in the pump pocket that was aspirated at the last refill, it was noted the last pump refill was performed on (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the model 8709 catheter revealed a hole in the catheter body caused by a deep abrasion; leaking was seen during pressure test. Analysis of the model 8578 catheter revealed coring/tears/cuts in the seal of the connector that met leak criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8578, serial# (B)(4) implanted: (B)(6)2012, explanted: (B)(6) 2018. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4) , ubd: 2013-10-29, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The 8709 and 8578 devices were received for analysis.